Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735788 , serial/lot #: (B)(6); product ID: 9735771, serial/lot #: (B)(6). H3: the main cart and uninterrupted power supply (ups) were returned to the manufacturer for analysis. Upon return, the battery measured 26.3v. The battery was connected to a test system, along with the accompanying ups, for a period of forty eight hours and once disconnected from ac, the system shutdown immediately, as reported. The returned ups was connected to a test system for in excess of forty eight hours and no issues were detected. As well, all outputs measured normal voltage. The hardware investigation found that the reported event was related to a hardware issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the camera cart ups power and battery status were both normal and showing battery at 100%. The camera cart shutoff immediately once the interconnect cable was disconnected. It was confirmed that the system was left plugged in and charging overnight the night before testing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the camera cart lost power when unplugged from the wall. There was no patient involvement.